Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, instability and loosening of the tibial tray at the bone to implant interface. Update (B)(6) 2017 upon review of the der for reportability decisions, it was noted that the failure was identified as loosening of the tibial tray from the cement to implant interface. It was additionally noted that there was insufficient bone cement between the tibial tray and the bone of the tibia. Harm changed for tibial base plate to loosening: implant to cement interface. Complaint updated on: 7/26/2017.

Manufacturer narrative:
The patient was revised to address pain, instability and loosening of the tibial tray at the bone to implant interface. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.